Event description:
I used kotex sleek regular. It got stuck inside me and just the [invalid] came out. I had to have help getting cotton out of my private and following that I had an infection [yeast]. Frequency: every 6 hours; vaginal. Date the person first started taking or using the product: (B)(6) 2018. Reason for use: for period.